Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the patient had his pump replaced on 2017-oct-05. The pump would be returned for analysis. The pump was not filled with drug at that time, and the patient would be followed up with by another doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 183 mcg/day via an implantable pump for intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The pump status and/or event log showed ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ motor stall occurred on (B)(6) 2017 at 10:53. The patient had not heard the pump alarm. The patient had not recently had an MRI. The patient experienced an increase in spasticity (date unknown). It was originally reported that the pump replacement was planned for (B)(6) 2017. The patient originally went to the hcp¿s office to replace the pump due to the motor stall, but when the patient arrived, they could see the motor stall recovered. Motor stall recovery occurred on (B)(6) 2017 at 17:26. They performed a roller study, and it confirmed the motors had moved. The hcp decided to not replace the pump and to increase the dose to 240 mcg/day at that time. It was noted that the patient also had a urinary tract infection (uti) and diarrhea, so they were not able to replace anything on (B)(6) 2017. The event date of the uti and diarrhea was unknown. It was noted that the patient self-medicated with marijuana. The patient¿s weight was unavailable. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump on 2017-dec-14 identified a confirmed motor stall of an undetermined cause. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 239.8 mcg/day as of (B)(6)2017 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jul-26. It was reported that the patient started using intrathecal baclofen on (B)(6)2017 it was noted that the patient's intrathecal dose was continuous, and the patient's baclofen dose at the time of report was 165.2mcg/day. Additional medical history (prior to the use of baclofen) included a gun-shot wound that caused the patient to be paraplegic from the waist down. It was noted that evaluation was complicated by an intraspinal bullet, causing positional pain. The patient reportedly had not consented to remove the bullet. Concomitant medications included 20mg baclofen, 12mcg/hour transdermal fentanyl patches, norco (5/325mg), and 10mg valium. The patient reportedly cancelled the appointment on (B)(6)2017 was given oral baclofen, and was given another pump replacement appointment, which the patient cancelled again (note: this conflicts with the previous report that the hcp decided not to replace the pump on (B)(6)2017 and that replacement was not possible due to the patient's uti and diarrhea). The patient reportedly ran out of medication due to the motor stall and had not gotten it replaced as of yet. The events reportedly did not improve or resolve following discontinuation.